Manufacturer narrative:
Device discarded by customer. The impella cp optical was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old white male had impella cp optical pump inserted in the left femoral. The patient developed a very large hematoma inside the insertion site and the repositioning sheath migrated out causing bleeding. Patient lost a lot of blood and as a result fifteen (15) units of red blood cells (rbcs) were administered. The patient was taken to the operating room (or) for impella removal that evening by a cardiothoracic vascular (cv) surgeon and closed the site the following day. Patient was subsequently placed on extracorporeal membrane oxygenation (ECMO).